Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump would not prime. Customer's blood glucose was 6.4 mmol/l. Customer stated the reservoir was in the device but insulin would not come out the tubing. Customer was advised to removed the reservoir and perform prime, rewound, and reinserted the reservoir. Customer primed the device and this time it did prime. No further information reported.